Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during the pushing process, the cardiosave intra-aortic balloon pump (iabp) unit caster fell off. No one was injured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) reported that the unit did not need repair as the customer had done the repair themselves. The unit was in working condition. H3 other text : customer has on site repair.